Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (500 mcg/ml at 120.06 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient had a radiating pain in the area of her catheter and it was numb. This was causing her extra pain. Per the patient it was very strange and last night it was horrific. She ¿passed out late from pain¿. The patient could not get in until monday for an appointment because her healthcare professional was on vacation. She had nothing for break through pain. She had not had a pump adjustment since (B)(6) 2016. The pump had not been what she expected since it was implanted in (B)(6) 2016. She was worse since the pump was implanted and was able to do less. One side of her body was ¿numb, locked up and paralyzed¿.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.